Event description:
It was reported to medtronic minimed that the customer reported the infusion set leaks, open book image, the location of the damage was on the case of the battery tube side, and the pump is no longer turning on. The customer reported a blood glucose value of 600 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, and mmt-242a. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. Troubleshooting was not performed for the infusion set leaks troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a, mmt-332a, and mmt-242a

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the [history files/traces] on (B)(6) 2025 03:38:39.000 due to moisture damage at the force sensor trace and on pcba 1, isolate to the electronic stack. Additionally, pump error 53 was also noted, with a file ID of (B)(6) and a line ID of (B)(6). The following were noted during visual inspection: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, stained keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, the critical pump error (open book image) alarm was confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage at the force sensor trace on pcba 1, isolate to the electronic assembly. Customer allegations of high bg was unknown due to open book alarm. Customer's alleged blank display was not confirmed. Customer allegations of damage to the battery compartment was confirmed when a cracked battery tube, cracked corner of belt clip rails, cracked case, and cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.